Event description:
Reportedly, during testing, an 'o2 sensor disconnected' alarm occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen sensor. The unit passed extended self-testing. The device was not on a patient when the event occurred.

Manufacturer narrative:
(B)(4).